Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-9 below) as part of internal complaint handling activities. Patient weight not reported. Date of event is unknown. The event is considered to be when the patient began experiencing pain. Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Initial reporter fax not reported. Device bla number is n/a to this report. Na was not entered within the field for bla number as this caused technical errors to occur in previous MDR submissions. No files attached to this report. Investigation: evaluation of similar complaints: the complaints log was reviewed to identify any similar events involving an arsenal removal between april 2020 and april 2021. Three (3) similar complaints were identified. Of these three (3) identified complaints, the root causes were as follows: unknown, user error, and patient other (osteoporotic bone). None of these related events contain parts from the same lot numbers as the reported event. The complaints log was also reviewed to identify any similar events involving a tiger screw removal between april 2020 and april 2021. Eight (8) similar complaints were identified. Of these eight (8) identified complaints, the root causes were as follows: unknown (3), patient noncompliance, patient other (osteoporotic bone), surgical team other (industry standard), patient anatomy, and no identified defect. None of these related events contain parts from the same lot numbers as the reported event. Device history record (DHR) review: the DHR for lot tsl008896 was reviewed to identify if any significant events occurred corresponding to the hardware involved in the event. Within lot tsl008896, no reworks (rwks) or deviations (dev) occurred. One nonconformance (ncr) was identified; ncr 19-629 was initiated for 23 (out of 28) parts failing for the incorrect lasermarking. The nonconforming parts were dispositioned via a rework with another lot number (containing a unique lot number identifier). Thus, only acceptable parts were released under tsl008896, and ncr 16-629 does not pertain to the reported event. The dhrs for the associated screws that were removed were also reviewed to identify if any significant events occurred corresponding to the hardware involved in the event. 3.0mm x 36mm tiger cannulated screw (200-30-036) - lot tsl004938 [manufactured 05/31/2017, UDI (B)(4)] - no associated rwks, ncrs, or devs. 3.5mm x 16mm arsenal locking screw (308-35-016) - lot tsl009903 [manufactured 07/27/2020, UDI (B)(4)] - no associated rwks, ncrs, or devs. (3) 3.5mm x 18mm arsenal locking screw (308-35-018) - lot tsl009909 [manufactured 08/06/2020, UDI (B)(4)] - no associated rwks, ncrs, or devs. (1) 3.5mm x 18mm arsenal locking screw (308-35-018) - lot tsl009910 [manufactured 08/04/2020, UDI (B)(4)] - no associated rwks, ncrs, or devs. 3.5mm x 20mm arsenal screw (307-35-020) - lot tsl009384 [manufactured 06/23/2020, UDI (01)(B)(4)] - no associated rwks, ncrs, or devs. In conclusion, there were no identified issues related to the complaint event. Review of surgical technique: arsenal plating system instructions for use, 900-01-019 revision a, and tiger cannulated screw system, 900-01-002 revision p, correspond to the event. Limited information was provided for the surgical technique / conformance to the IFU, so it is unknown if the physician / user was described to have followed the IFU. Visual and dimensional inspection: the parts were not returned, so no visual or dimensional inspection could be conducted. Simulated use testing: simulated use testing was not conducted for either returned device(s) nor with similar parts. Due to the nature of the event (i.e., removal after being implanted for ~5 months), simulated use testing is not capable of effectively providing further insight into the evaluation of the root cause for this complaint. Thus, simulated use testing was not performed. Investigation conclusion: there were no abnormalities to report in regards to DHR review. Of the similar complaints identified, only two (2) mentioned confirmed non-union: 20-04-005 (tiger) and 20-08-003 (arsenal & tiger). The non-union in ccr 20-08-003 was attributed to the patient having osteoporotic bone, which is a contraindication. The non-union in ccr 20-04-005 was attributed to the patient being noncompliant. As there is no report of patient osteoporosis nor patient noncompliance within this event, the similar complaints involving a non-union did not further assist in determining a root cause. With limited information available, it is unknown if the doctor followed the IFU. The parts were not returned for visual / dimensional review. Simulated use testing was not performed. According to literature (cite below), the "reported interval to union for first mtpj arthrodesis averages 64 days". The hardware was implanted well beyond 64 days (~5 months). The removal occurred due to the patient experiencing pain. It is likely that the pain resulted from the non-union; however, the root cause of the non-union remains unknown. Literature citation: wanivenhaus, florian et al. "Quality of early union after first metatarsophalangeal joint arthrodesis." The journal of foot and ankle surgery : official publication of the american college of foot and ankle surgeons vol. 56,1 (2017): 50-53. Doi:10.1053/j.jfas.2016.09.001.

Event description:
On 04/30/2021, a trilliant surgical independent sales representative called a trilliant surgical sales support specialist to report of a removal of a 300-82-002 (arsenal petite mpj plate, r) and associated screws due to a patient reporting localized pain. The removal occurred at facility 1 by doctor 1 on a (B)(6) year-old male patient with average bone quality. It is to be noted that doctor 1 observed that there was no infection at the site, but fusion did not occur. The entire plate construct was removed, which included 300-82-002 (arsenal petite mpj plate, r), 200-30-036 (3.0mm x 36mm tiger cannulated screw), 308-35-016 (3.5mm x 16mm arsenal locking screw), 308-35-018(3.5mm x 18mm arsenal locking screw), and 307-35-020 (3.5mm x 20mm arsenal screw). Doctor 1 opted to leave the surgical site as is and did not re-plate during the removal surgery. The sales representative noted that the original implantation occurred on 11/10/2020 at facility 2 with doctor 1 and the surgery was completed successfully then. The entire plate construct was retained by the facility and will not be returned to corporate for further review.